Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated her insulin pump turned off after replace battery now alarm. Troubleshooting was performed. The customer received a low battery alert prior to the replace battery now alarm. The alarm occured less than 10 hours from the low battery alert to the replace battery now alarm. This is the second occurence. The customer's blood glucose is unknown.